Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately erratic when performing back to back blood glucose tests. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on an unspecified date/time in 2006. It is not known what the results were that were obtained on the subject meter or other device. It is also not known what the difference between the results was. The patient reported managing his diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he developed ''dry mouth'' in 2006, at an unspecified time after the alleged issue began. The patient reported that his blood glucose was tested in 2006 (unspecified date/time) on an emergency room/hospital meter and a result of ''900 mg/dl'' was obtained. The patient also reported being treated by a health care provider with insulin (unknown dose) in 2006 (unspecified date/time). At the time of troubleshooting the patient did not have test strips involved with the alleged issue and so the cca was unable to confirm if they were expired at the time of the alleged issue. During troubleshooting the cca was unable to confirm if the subject meter was set to the correct unit of measurement or if the patient. The cca documented that the patient was using the correct testing process. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed a symptom suggestive of a serious injury as well as obtained a blood glucose result suggestive of acute hyperglycemia on an emergency room/hospital meter due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.